Event description:
Lactosorb screws implanted during revision surgery on 7/10/98. Pt returned to surgery on 2/19/99 for debridement of periorbital area because of inflammation and drainage. During surgery, the surgeon found two loose lactosorb screws and other debris from previous surgery.